Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown, product type lead. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an external neurostimulator for fecal in continence. It was reported that in the advanced evaluation lead placement they were putting the boot over the extension and they saw that the lead pulled back from the sheathing. The rep stated that some of the wire was exposed, about 1 cm, and they needed recommendations. Additional information was received. It was reported that the health care professional (hcp) pulled it when trying to get the boot on. The manufacturing representative (rep) stated that the hcp removed the lead and placed a new one. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when attempting to slide the clear plastic cover over the boot, the covered lead separated from the boot end. The lead was explanted and they inserted a completely new lead. There were no symptoms or further complications reported or anticipated.